Event description:
It was reported that shaft break occurred. The 3.50mm x 16mm promus element plus stent was selected. Upon taking the device out of the package, it was noticed that the shaft of the catheter was broken. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the hypotube was broken 57cm from the manifold strain relief and severely kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The 3.50mm x 16mm promus element¿ plus stent was selected. Upon taking the device out of the package, it was noticed that the shaft of the catheter was broken. No patient complications were reported and the patient's status is fine.